Manufacturer narrative:
The ge service representative conducted an onsite investigation. The battery, the battery charge board, and the interconnect cable were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a precharge failure error message. No patient injury was reported.